Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device monitored for several days and no unexpected pump error 24 alarm noted. The adapt tool confirmed the backup_vcc voltage, vcc voltage and mtr_vcc voltage was within specific range. No power loss alarm or battery failed alarm during testing. Device monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. Thus software was utilized and downloaded trace/history files properly. Device was cut open to perform visual inspection and found moisture damage near the 40 pin flexible printed circuit/lcd, lcd exterior bezel steel, keypad flex tail, force sensor, and electrical board 1. No moisture damage on the electrical board 2, internal battery, battery tube, vibrator and motor during visual inspection. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Device received with pillowing keypad overlay and end cap address label fading. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and critical pump error alarms. Blood glucose level at the time of the incident was 500 mg/dl. Customer stated that the insulin pump was starting to turn off randomly with critical pump errors. Critical pump errors for power failure and post reset ram alarm were received. Customer was able to clear the alarms and complete rewind process. Troubleshooting for failed battery alarm was declined by customer. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will be returned for analysis.